Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The investigator assessed the death was not procedure related. The device relationship was not provided.

Event description:
Additional information was received. It was reported that on a follow up CT scan, a proximal type I endoleak was noted and left uncorrected. The endoleak appeared to be immediately adjacent to the lower struts laterally on the right side.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating that upon arrival at hospital, the patient was in ventricular fibrillation. The patient was defibrillated, epinephrine and CPR was given however, the patient expired.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.8 cm in diameter fusiform aneurysm; infra renal angle of 20 degrees. Aortic neck was 29 mm in diameter and 23 mm long. Iliac arteries were moderately tortuous with some stenosis. There was also a right iliac aneurysm 72 mm long x 20 mm in diameter. It was reported that there was evidence of a type ib endoleak in the left limb. The patient was treated two weeks later and the endoleak resolved. The investigator assessment states the endoleak is device related; however, it is not procedure related.